Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of communication issues between the system controller and the system monitor were unable to be confirmed. The heartmate 3 system controller (serial number: (B)(4) was not returned for analysis; however, a log file was submitted for review. A review of the submitted log files showed events spanning approximately 5 days ((B)(6) 2022 per timestamp). There were no notable alarms active in the log file. Pump operation was not affected. Additional information provided on 07mar2022 stated that there is no damage to the controller. It is functioning as intended; however, it would intermittently not display the data. Additional information provided on 10mar2022 stated that the issue was resolved as the system monitor was able to intermittently display the data on the screen. No equipment was exchanged and no product will be returning. The root cause of the reported even was unable to be conclusively determined through this investigation. The device history records were reviewed for the system controller (serial number: (B)(4) and was found to pass all manufacturing and qa specifications before being shipped to the customer. Heartmate iii instructions for use entitled ¿equipment storage and care¿ and heartmate iii patient handbook entitled ¿caring for the equipment¿ addresses how to properly care for and maintain the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient's power module was intermittently unable to visualize data. The issue persisted despite attempting to connect to two different displays. The patient's log files were analyzed and some low voltage events were found, but it appeared these were due to normal battery depletion. The white lead on the patient's system controller was inspected, but it was intact and did not have any bent pins. It was advised to continue to monitor the integrity of the data cables.